Manufacturer narrative:
Device has not returned at the time of this report but is expected to return. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the synthetic cartilage implant had subsided 9 months post operatively. It was removed and the patient received an mtp fusion.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the device had a whitish hue, was translucent throughout its length, and was stiff to touch. The device was left in sterile saline over 3 days. After hydration, the device became more elastic. Upon visual examination, a small circular indentation can be seen on the center of the articulating surface. A smooth area of wear can also be seen on one edge of the articulating surface. Dimensional inspection found the hydrated returned device fell within the sterile specifications of freshly manufactured car-10 devices. The wear observed on the edge of the articulating surface is consistent with wear seen in the cartiva simulated 5-year wear against cartilage. The current IFU provided with these devices states, "implant loosening, implant dislocation, implant dislodgement, implant subsidence, revision or conversion to fusion" are possible adverse effects. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the synthetic cartilage implant had subsided 9 months post operatively. It was removed and the patient received an mtp fusion.